Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging that the onetouch verio iq pattern guide has incorrect information. The patient indicated that page 9 of the guide states that peanut butter does not have carbohydrates. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.